Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2267/2367 (air in tubing) during dwell 1 of 5 on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle the power on the hc. The tsr reviewed the alarm log with the cg which revealed a se 2267. The tsr explained the error to the home patient (hp). The hp stated that he recalled the patient line not being fully primed when he connected. The tsr reviewed the proper setup procedure with the cg and the hp and informed them to reset the machine with all new disposables. The hp and cg understood and would setup with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 and it was reported in the event description that the patient connected to the patient line when line was not fully primed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The root cause was incomplete prime.